Event description:
I had the essure device implanted on (B)(6) 2010 and have had serious side effects ever since. I do not have the money to run to the doctor. I have very heavy menstrual cycles. I pass blood clots bigger than golf balls every month. I have been seriously depressed for over three years now. I have gained about 45 pounds. I have severe pain in my abdomen all the time. I have the pain even when I am not on my menstrual cycle. I use tampons and pads together because I bleed so severely. I have headaches so severe that I go to my room shut the door and cry when they aren't making throw up because they hurt so badly. I am having bad vision problems. I stay really tired all the time. Some days I am so tired I do not want to get out of the bed because I feel so horrible. The pain from this device is unbearable at times. There are days that I feel like I have been hit by a train. I am (B)(6) years old and I would love to have a hysterectomy done because this device has me in so much pain but cannot afford to go to the doctor because I don't have the money.